Manufacturer narrative:
The escape button did not respond due to a flattened button dome switch. The bolus wizard and blood glucose meter could not be tested due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 166 mg/dl. Customer stated that the buttons are not responding. Customer stated the esc and act buttons are not working. Customer stated that about 3 weeks ago, she tried to program a bolus in the bolus wizard but her blood glucose level did not transmit from the meter to the pump. Customer stated that she entered her blood glucose level manually and when she pressed act, it copied the blood glucose value to her food field. Customer was unable to run bolus. Customer took another blood glucose reading which transmitted to the pump. Customer programmed bolus and it ran fine. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.